Manufacturer narrative:
The analyzer was checked but no indication of problems was found. A lab result has been requested in order to determine if the high glucose result was caused by an abl90 malfunction or by the true physiology of the pt.

Event description:
On (B)(6) 2014 the abl90 flex analyzer measured a glucose value of 385 mg/dl on a pt blood sample. Due to the high result the customer initiated medical treatment to lower the glucose value. Shortly after this treatment, the pt showed signs of hypoglycemia and medical countermeasures was initiated to increase the glucose valve and stabilize the pt. Based on the sequence of events the customer reported the result from the abl90 analyzer as a false high result. No additional treatment or prolonged hospitalization has been reported because of the event.

Manufacturer narrative:
During a retrospective internal review of MDR's, it was found that this MDR by mistake was categorized as a malfunction instead of an adverse event.